Event description:
Customer reported an abo discrepancy on a donor sample. The galileo a sample as ab positive with the fwd abo assay. The customer repeated testing with a result of a positive. The unit is labeled as a positive.

Manufacturer narrative:
According to the galileo operator manual, forward only aborh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab or an rh(d) negative sample being interpreted as rh (d) positive. For this reason, aborh results should always be compared to the patient or donors' history. A service call was made. The 1000ul syringe and valve were replaced. Ran 8 group a and 4 group o samples on the fwdabo assay with acceptable results.